Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during review of the clinical data logs. However, the reported problem could not be duplicated with the device. The multi-function connector was replaced as a precaution. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend.